Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The clip applier was analyzed, and the complaint was confirmed by failure analysis. The primary failure identified was a recognition failure related to the customer's complaint. The instrument was tested on an in-house system, where it failed the recognition test. The instrument's radio frequency identifier (rfid) information was not detected. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier instrument would not close the hem-o-lok clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no harm to the patient. Sterile processing received the instrument with a note saying that the instrument was not functioning properly, and the surgeon requested a different instrument to complete the case.